Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, screen went black and failed to turn on. The customer stated that the malfunction prevented the user from issuing medications to the patient, caused a delay in getting medications but no harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected MFR report number submitted the MDR 2016493-2025-00170 on jan 09, 2025, because we already attempted to submit the same MDR 2016493-2025-00170 on jan 03, 2025, for which ack1 ((B)(4)) was successful but ack3 ((B)(4)) failed due to duplicate MFR report number.